Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring an additional balloon to implant the stent. Device issue: stent dislodgement. It was reported that the graftmaster was used in an attempt to treat a perforation caused by another company's bare metal stent; however, the stent stripped off the balloon in proximal vessel, proximal to perforation. The stent was deployed with another balloon and the perforation was sealed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient's information and the lack of device investigation.